Event description:
It was reported that following an implant procedure, the patient was in severe pain and losing control of his legs as well as a lot of numbness. It was believed that the patient had a hematoma. The patient underwent an explant procedure. The explanted device was discarded by the facility.